Event description:
A 2.75 mm diameter x24 mm length endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the device was inserted into the patient; however, the stent was not visible on the screen and the stent delivery system was removed. It is unknown where the un-deployed stent is located. Prior to inserting the delivery system into the patient, the delivery system was not visually inspected. It is unknown how the lesion was treated. The patient is fine.